Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during patient infusion. The device had been filled with 4800mg 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from january 03, 2020 - january 06, 2020. The device was received containing 210ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.